Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
Customer reported the ability to deliver nitrous oxide without the presence of oxygen. The anesthesia machine reportedly alarmed for low inspired oxygen. The patient was switched to another oxygen source for ventilation. There was no reported patient injury.